Event description:
It was discovered during baxter's testing that a spectrum pump's keypad had a delayed response. There was no pt involvement because this was discovered during testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Delayed keypad response was confirmed and was determined to be caused by a failed processor printed circuit board (pcb) assembly. A delayed keypad response of approximately 3 seconds was observed during testing, limiting keypad functionality. The failed processor printed circuit board (pcb) assembly was replaced.